Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 450 mg/dl with life threatening high ketone levels. The customer delivered a bolus prior to going to the hospital in attempt to resolve the reported issue. The customer was treated with intravenous insulin and saline while in the ICU, and was released from the ICU on (B)(6) 2023 with the reported issue resolved and no permanent damage. The cause for the reported issue was unknown. The customer reverted to an alternate method of insulin therapy.